Manufacturer narrative:
(B)(4). Batch # r95011. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 8 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number r95011, and no non-conformances were identified. The following information was requested, but unavailable: how was the device removed from the tissue? How was the procedure completed? Was the intra-op procedure changed due to the device not opening? If yes, please explain.

Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon was trying to use the ethicon endo-surgery endoscopic multiple clip applier 5mm to clip the artery and when closing the jaws, the jaws locked and would not release. It is unknown how the case was completed or if there was a delay. There were no patient consequences.